Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the tenaculum forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: it looked like tenaculum forceps instrument had a broken pitch cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the wire on tenaculum forceps instrument was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with nothing out of ordinary to be noted. The reported instrument did not collide with other instrument or tool during procedure. There were no issues related to opening/closing and left/right (yaw) motion of the grips. There were no issues related to up/down (pitch) motion of the wrist. There were no cables visibly protruding from distal end of instrument. No fragments fell into the patient. The instrument was available for return to isi for evaluation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction: remove isifa2024-08-r from h9.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken pitch cable at the distal end. The complaint regarding a broken wire was confirmed by failure analysis. Common causes of pitch cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure.